Manufacturer narrative:
Beckman coulter field service engineers (fse) were dispatched and evaluated the instrument. The fse replaced the ratio pump; carbon bridge; swapped the na measuring and reference electrodes; and replaced the mc sample probe to resolve the issue.

Event description:
The unicel dxc 600 pro synchron clinical system generated false high na, k, co2 and calc (sodium, potassium, carbon dioxide and calcium) results on one patient sample. The results were reported outside of the lab. There was no impact to patient treatment. The customer stated quality controls (qc) were run before and after this event and the results were within ranges. Please refer to 2050012-2015-00290 for event that occurred on (B)(6) 2015.